Manufacturer narrative:
The specimen was collected in a 4ml bd vacutainer tube. Qc is run daily and was run before and after the event and recovered within range. A field service engineer (fse) was dispatched: the fse rebuilt the sample syringe and aligned the probe. The fse verified instrument's operation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer stated that the coulter act 5diff al analyzer generated an erroneously low hemoglobin (hgb) result on the initial run of a patient sample. The initial hgb result of 10.8g/dl was reported out of the lab and questioned by the physician. The original sample was re-tested the next day and recovered higher hgb result (13.2g/dl). Based on available information there was no effect to patient or user.